Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy around (B)(6) 2020 due to ipg being inoperable. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A patient¿s ipg reaching normal end of life was reported to abbott. The implant was not returned for evaluation. However, diagnostics and programming data was provided. The longevity assessment of the programming history shows actual device longevity to be within the expected range. Based on the information received, the ipg¿s actual device longevity is consistent with the ipg reaching normal end of life.